Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller is from ER and pt presented them today with complaints of shocking in vaginal area. Pt does not have a remote and can't find it at home. Pt indicates that shocking is due to their ins system malfunctioning. Caller notes that pt has been to ER several times in the past 2 months due to pelvic pain and it's unclear if patient's symptom related to ins or not. Caller doesn't know where pt typically feels their stimulation. Patient said they are having extreme pain and it is unbearable. Feels like they are getting electrical shocks like they are being electrocuted. They want to have the stimulator removed. Patient found the smart programmer and lowered the stimulation this morning and the patient said it didn't help. Agent offered to help them turn off the therapy. Patient didn't want to turn off therapy because then they wouldn't get relief of symptoms. Provided caller with doctor listing. Patient confirmed they had had no falls or accidents. When patient was at ER they said they provided them pills to take for pain only at the hospital. Patient wanted to know where they could go for the pain until they can get into a managing doctor. Additional information was received, patient had already left the hospital when rep called back. Ed physician asked that rep contact the patient directly, which rep did. Patient reported intense ongoing pelvic pain with their ins device. Rep advised patient turn the device off, which patient refused to do at first, but called back several hours later and said they did. Patient will follow up with local medical provider.